Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the black box and alarm history showed no evidence of a call service alarm or any activity outside of normal use. The returned battery cap and cartridge cap were used to complete the investigation. The pump ¿ez-prime¿ steps were performed correctly and no call service alarms or any other warnings occurred during the investigation. The product performed within specifications. Product analysis was unable to duplicate the call service alarm issue complaint. The pump cover was removed for further investigation and no intermittent condition was found to the printed circuit board. Unrelated to the initial complaint, the display contrast was found to be dim and reddish upon start up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue. There was no adverse event associated with this complaint. No additional information was available. This complaint is being reported because the alleged issue remained unresolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.